Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was pushing out all the insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 08/27/2013. Device evaluation: review of the black box data revealed alarms/warnings for ¿loss of prime¿ and ¿no delivery, no prime, no cartridge detected¿ on 05/21/2013. The force sensor was tested and was within specifications. The pump was opened for investigation and revealed moisture contamination on the force sensor assembly. The display was noted to be discolored. A test display was attached to the pump and illuminated properly and was clearly legible.